Event description:
Customer claims that during use there's zipper damage to the right and left side panels teeth are broken. There was no pt incident or injury reported. Eval for the returned product shows that the mattress envelope red zipper slider body is open.

Manufacturer narrative:
(B)(4). Zipper damage, broken teeth. Results: eval for the returned products shows that the mattress envelope does not match the canopy serial number. The returned panel side a: mattress envelope red zipper slider body is open. (B)(4).